Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the deflectable videoscope exhibited peeling objective lens adhesive. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the glue peeling off of the objective lens was caused by stress of repeated use, external factors, or handling of the device. However, a definite root cause could not be identified. The issue can be detected/prevented by following the instructions provided in: the ltf-s190-10 operation manual, chapter 3 - preparation and inspection, section 3.3 - inspection of the endoscope. Olympus will continue to monitor field performance for this device.